Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the pump touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose. The customer was instructed to reset the pump to resolve the issue.